Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was found not to work at all. It was determined that the trigger was sticking. It was observed that there was an unknown substance found on the gear and the ball bearings. It was further determined that the cap nut was missing, the tip of the covering flange was broken and the motor was worn and made an unusual noise. It was observed that the trigger components were worn. It was determined that these issues were consistent with improper cleaning and handling, and normal wear. The assignable root cause was determined to be due to improper cleaning methods and handling of the device and wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device had an intermittent operation. There were no delays to the surgical procedure as the same device was used to complete the surgery successfully. The reporter stated that when the device was evaluated it was determined that it was working properly. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of month, 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.